Event description:
It was reported that during a laparoscopic colectomy procedure, the max switch would not work. Surgery was prolonged 15 minutes. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.